Event description:
It was reported to boston scientific corporation that a pelvic floor repair procedure using a pelvic floor repair kit (exact type unknown) was performed (date of procedure unknown). The physician reported that they "have had a lot more erosions than [they] would have liked." No further information regarding the event, the patient, or the procedure has been forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a pelvic floor repair procedure using a pelvic floor repair kit (exact type unknown) was performed (date of procedure unknown). The physician reported that they "have had a lot more erosions than [they] would have liked." No further information regarding the event, the patient, or the procedure has been forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.